Manufacturer narrative:
One unused catheter was returned for evaluation. Upon visual inspection, the reported complaint was not confirmed. No discrepancies were noted. Based on information provided, the potential cause of issue was most likely due to a variation in insertion technique. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that it was difficult to puncture a smiths medical peripheral intravenous catheters into the patient. A replacement device was used as a result. No patient adverse effects.